Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 325 mg/dl. It was also found the customer had a crack by their battery compartment. The customer also mentioned they received a no delivery alarm in the past. Troubleshooting could not be completed at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)